Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant of the implantable pulse generator (ipg) system that the patient developed a haematoma and experienced pain at the device pocket site. The site was inflamed and red in colour. The ipg system was explanted and replaced three days later with a leadless ipg. No further patient complications have been reported as a result of this event.